Manufacturer narrative:
The product was not returned for analysis. The complainant indicates the use of non company as a viscoelastic, which is not qualified for use with the associated company device. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instruction for use (IFU), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ophthalmic viscosurgical devices (ovd) may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the doctor noticed that the iol was damaged (haptic/optic junction and gusset)  when the iol was unfolded in the eye. He had to cut it and remove it from the capsular bag. During this process, the cornea was damaged (due to the manipulation during the cutting). The surgery was completed using another iol and there was no patient harm occurred.